Event description:
On (B)(6) 2013, the reporter contacted animas stating that the patient was in "diabetic ketoacidosis (dka)". There was no additional information available for this complaint. This complaint is being reported due to the patient experiencing a hyperglycemic event. It was not known what caused or contributed to the reported event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 20-aug-2019 device evaluation: the device has been returned and evaluated by product analysis on 13-aug-2019 with the following findings: during investigation, the current available black box and basal total daily dose history verified the pump is delivering the programmed basal rate. There was no evidence of delivery defects are recorded in black box or pump history. The complaint was reported on 2/25/2013 , according to the pump history the pump was in use for deliveries until 12/23/2016. Due to continued use all pump history and black box data for time on complaint has been overwritten. The pump passed all required testing for delivery accuracy with no delivery defects found. The pump was returned with a dim/pink screen that was difficult to read . A test display was installed in-order to program and complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.